Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: returned product consisted of a direxion micro-catheter. The hub, shaft and tip were microscopically examined. The device was stretched and separated at 5cm to 7cm from the strain relief. There were also two kinks noticed in the same area approximately 5cm and at 6.5cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that difficulty removing and a catheter shaft break occurred. The target lesion was located in the ascending aorta. A direxion fathom-16 system was selected and used for an embolization procedure of an endoleak. After completion, during removal, there was resistance removing the direxion from the guide catheter and the shaft broke approximately 10cm from the hub. There were no patient complications and the patient status is reported as normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty removing and a catheter shaft break occurred. The target lesion was located in the ascending aorta. A direxion fathom-16 system was selected and used for an embolization procedure of an endoleak. After completion, during removal, there was resistance removing the direxion from the guide catheter and the shaft broke approximately 10cm from the hub. There were no patient complications and the patient status is reported as normal.